Event description:
Facility reports the device broke near the port of the bag by the needle adapter during thawing phase. The bag contained cd-34 cells. The cells were recovered and infused to the pt with no sequelae.